Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, leaking system - couldn't find leak.

Manufacturer narrative:
A titan touch pump, two cylinders, lockout reservoir and detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion, through the exhaust tube of cylinder # 1. Quality was able to demonstrate that the pump exhaust tubes and inlet tube were overlapping each other while in-vivo. This positioning, in combination with device usage over time, could contribute to the observed creasing of the cylinder # 1 exhaust tube. This ceasing then resulted in stress resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaint are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time.